Event description:
It was reported that an unspecified number of bd¿ sharps collectors lids had problems closing. The following information was provided by the initial reporter: verbatim our crews are having problems putting on the sliding lids.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR 2243072-2023-01035 is a duplicate of 2243072-2023-00783 this supplemental is to cancel MDR 2243072-2023-01035.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: no photos or samples were available. It was reported by customer that " they have problems with the lids" was not verified as no sample available. Device history record review process to verify if there were issues reported as missing lids or lid will not shut issue during the manufacturing process of this product was not able to be performed since no lot number was provided. A review of non-conformance material report was performed; the results exhibit no issues reported for the same part number and issues throughout the last twelve months. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd¿ sharps collectors lids had problems closing. The following information was provided by the initial reporter: verbatim: our crews are having problems putting on the sliding lids.